Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s), and provides general instructions for use, as well as warnings, precautions, and potential complications associated with the device. Upon receipt of new, or additional information, a follow-up report will be submitted as applicable. Expiry date (01/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure, the electrode allegedly misaligned. It was further reported that the catheter was removed. There was no reported patient injury.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure the electrode allegedly misaligned. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the MDR was updated to (B)(6) since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1)and manufacturer (d3) fields were updated accordingly. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported failure to align issue. A definitive root cause could not be determined. Labeling review: the instruction for use for the wavelinq endoavf system and contains the following information relevant to the reported event: cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Instructions for use once the wavelinq¿ catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. H10: d4 (expiry date: (B)(6) 2022, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.